Event description:
It was reported by repair work order that the mattress had fluid ingress. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted as this complaint was previously reported in medwatch #0001831750-2013-09624

Event description:
It was reported by repair work order that the mattress had fluid ingress. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.